Event description:
Olympus was informed that during an esophagogastroduodenoscopy (egd) procedure, the user had lost illumination. The users were said to have heard a pop and there was reportedly no light. The reference device reportedly was reactivated after the users had replaced the fuses but the fuses reportedly blew again after the unit had powered on.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain add¿l info without success. The device referenced in this report was returned to olympus for eval. The eval confirmed the user¿s report. The eval found the subject device not powering-on when the power switch was activated. It was noted that the switch regulator was faulty and shorted out. Additionally, the scope socket and the air joint were worn out. The referenced device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.